Event description:
The customer reported the system locked up and would not save images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive, reloaded software, and adjusted the 5 volt power supply. The system operates as intended.